Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a significant septal bulge, the valve was positioned appropriately at 5mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). At 2/3 deployed, the valve moved up slightly but remained at 3-4mm ncc and 5mm on lcc. As deployment was completed, the valve dislodged out of the annulus when the first tab was released. The valve was pulled back into the ascending aorta and held in place with a snare while a second valve was implanted successfully. It was reported that the septal bulge was discussed prior to the procedure as a possible complication, and that it was a contributing factor to the dislodgement of the first valve. It was reported that the first valve helped stablize second valve, decreasing the complication of the septal bulge.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of others. In this case, it was reported that the septal bulge (patient anatomy) was discussed prior to the procedure as a possible complication, and that it was a contributing factor to the dislodgement of the first valve. This event does not allege a device malfunction occurred.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A supplemental report will be submitted upon completion of medtronic investigation. (B)(4).